Event description:
Locking ring came off of trial and was left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Locking ring came off of trial and was left in the patient. Doi: (B)(6) 2011. The instrument associated with this report was not returned. A search of the complaint database for the 2218-xx-xxx pinnacle trial liner product family group did identify a trend of reports for screw component/clip component disassembly. The search found a preliminary risk assessment and health hazard evaluation were previously conducted for retaining snap ring falling off from the screw. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.